Manufacturer narrative:
It was unknown if initial reporter sent report to the FDA. (B)(4): pump was not requested to be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient's nurse reported needing assistance adjusting the patient's basal rate profile in the infusion device. Nurse stated the patient was in the hospital diagnosed with dka. Educated nurse on how to change the basal rate profile in the infusion device. Assisted with changing the basal rate profile; verified total was correct. Attempts to follow up with patient were unsuccessful. No product return was requested.